Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that the patient's implant had been moving around, so it made it hard to recharge. They stated it really bothered them as it moved all around and if they hit something it would hurt really bad. The patient also stated that they thought the implant disrupted their leg. At first their healthcare provider though it was a disk, but their two toes went numb and they got charlie horses. It was further reported that the patient couldn't charge their recharger, therefore they couldn't charge the ins. The desktop charger cord was loose and wouldn't stay in. The caller confirmed that the connector pin was in the recharger and was broken, but they were able to remove the pin. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is getting an MRI because the patient is having problems with numbing at their leg and cramping on their right side where the device is placed and the healthcare provider (hcp) wants to do a MRI. The patient stated this started a while ago 3 weeks ago. The patient noted they were getting a blank screen when the patient was walked through MRI mode. The patient was advised to change batteries and call back to go through MRI mode. The patient called back for directions on how to turn their stimulation off for the MRI. The patient was able to put the ins into MRI mode and was able to turn their stimulation back on. No further information was reported.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger; product ID: 97740, serial# (B)(4), product type: programmer, patient. Further review indicated method code no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that there were no changes that led to the issues and the patient would have an MRI soon. No further complications were reported or anticipated.